Event description:
An umbili-cath broke during use. The catheter was routinely removed and was not replaced. There was no pt impact.

Manufacturer narrative:
(B)(4). Upon investigation, there was no evidence that the event was related to a device defect. Utmd and its independent expert clinical advisors believes this user malfunction is not likely to result in a serious injury or other significant adverse event consequence if it were to recur. The product has not been returned for eval.